Event description:
A report was received which stated that an unspecified patient experienced a corneal abscess requiring antibiotic treatment. Requests have been made for additional info; however, no further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.